Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06705. It was reported that during the atrial lead revision, the physician decided to test the chronic right ventricular lead. The capture threshold had slightly increased. The physician decided it would be best to implant a new lead at this time. The right ventricular lead was capped on (B)(6) 2020. The patient was in stable condition with no adverse health consequences prior to, during, and post-procedure.